Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer programmed a value of 20 grams of carbohydrate into the blood glucose field. There was no reported impact to the customer's blood glucose level.